Event description:
A manufacturer representative reported that the implantable neurostimulator (ins) was opened, tested, and it malfunctioned. The ins was not sending any power out to the leads. There were no patient symptoms reported. A different ins was implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.